Event description:
The rotator of the h3rrc broke during a left ventriculogram procedure. Inject settings: 13ml/sec, 40ml, pressure limit-1000 psi, actual - 791 psi. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been received for evaluation. Conclusions: a follow-up report will be submitted when the device evaluation has been completed.